Manufacturer narrative:
On (B)(6) 2016 a medtronic field service engineer (fse) confirmed that the ias (image acquisition system) computer was not responding. He replaced the computer. While checking system he found mvs (mobile viewing station)" power on" indicator light was out and the umbilical cable had been pulled out of the strain relief. He replaced the mvs power on indicator light and refastened the umbilical cable. System fully functional after repairs.

Event description:
Site reported that while setting up for the day's cases, they tried to boot up the o-arm. It would not boot past the "system booting please wait" message. They attempted to reboot 4 different times with no resolution. The site rep said that the connector looked cracked. No patient present.

Manufacturer narrative:
Investigation of returned suspect computer finds that the computer boots to windows "winlogon.exe - corrupt file" error, indicating the windows/system32 is corrupt and unreadable. Installed computer in test imaging system and reloaded 3.1.6 software. The software load was successful. Performed virus scan and time/date (cmos check) verification. Computer remained under test in the system greater than one week. While under test, the system readied, communicated, and performed 2d and 3d imaging as expected. Confirmed corrupt os, resolved with software reload.